Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Coronary angiography on (B)(6) 2013 revealed: the left main free of disease; the lad previously placed study stent was widely patent; the circumflex was totally occluded with the distal competitive flow and no distal disease; the rca was totally occluded with thrombus in the distal rca and the totally occluded study stent in the rpda; the svg to the om1 were widely patent. The subject was referred for percutaneous coronary intervention (pci). Target vessel revascularization on (B)(6) 2013, revealed 100% total occlusion of the promus stent in the distal rca extending to the 1st pl and was treated with predilatation and restoration of timi iii flow in the distal rca. Additionally, the distal portion of the 1st pl was treated with angioplasty. In addition, on (B)(6) 2013, the 100% total occlusion of the study stents in the rpda were treated with pre-dilatation and a 2.5 x 8 mm promus stent placed with restoration of flow. The event was considered resolved and the subject was discharged on (B)(6) 2013. No additional information was provided. (B)(4) - indication for use, restenosed, non de novo lesion. There were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, occlusion, and thrombosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. It should be noted that the IFU states: promus is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the index procedure was performed on (B)(6) 2010. The subject received a 3.0 x 16 mm non-abbott stent in the mid right coronary artery (mrca); two overlapping 2.50 x 8 mm non-abbott stent in the right posterior descending artery (rpda); a staged procedure on (B)(6) 2010 with placement of a 2.25 x 16 mm non-abbott stent in the mid left anterior descending (mlad) artery. On (B)(6) 2010, the subject was discharged. On (B)(6) 2011 the subject experienced cardiac chest pain; on (B)(6) 2011 the subject was diagnosed with acute inferior st elevation myocardial infarction and target vessel revascularization and received a 2.5 x 18 mm promus stent implanted in the distal rca extending to the 1st right posterior lateral (pl) with additional angioplasty. On (B)(6) 2012 the subject experienced unstable angina and had target vessel revascularization with a non-abbott stent to the proximal lad with a 2 day post procedure issue of recurrent angina which was treated with medication. On (B)(6) 2013, (B)(6) post index procedure, the subject presented with substernal chest pain radiating to the shoulder and jaw areas and was hospitalized on the same day. An echocardiogram (ECG/EKG) was performed that day and revealed possible anterior and inferior infarct with t-wave inversion in the inferior leads. The subject was diagnosed with acute inferior wall myocardial infarction and catheterization was recommended.